Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user received an insulin occlusion alert with a concurrent high blood glucose reading of 400 mg/dl, was guided to disconnect and refill the tubing until drops were observed, reconnected, and later continued to experience occlusion alerts without yet changing infusion set or cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and insufficient information to attribute the event to a specific device component, while the reported lack of effect was consistent with an occlusion alert and elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was not established.